Event description:
It was reported that the detector dropped. The use of device was unknown and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that on the wireless detector - faint artefact on images. The device use was unknown and there was no patient or user harm. The detector was dropped, resulting in damage. The quotation was provided to the customer to replace the detector. However, the customer did not accept the quotation. Therefore, no service activities were performed by philips regarding the detector. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).